Event description:
It was reported that the pt underwent an arthroscopic procedure using three magnum pi knotless implant with inserter handles. While tensioning the suture, each of the springs malfunctioned and the anchors were removed from the site. The surgery was completed successfully and arthroscopically with an extended time delay of 30 minutes, the physician reported no pt injury or adverse effect. No further info was available.

Manufacturer narrative:
The pt's age and gender have been requested but not received. Reference mfrs reports: 2032380-2011-00140 and 00142.